Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk.

Event description:
The customer reported that the insulin pump squirted out all the insulin and alarmed during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.